Event description:
Pt unable to infuse parental nutrition day due to pump mai-function (malfunction #7). Pt infused 6x/week so pt slipped therapy and resumed next day after pump eas exchanged.

Event description:
Pt unable to infuse parenteral nutrition due to pump malfunction (malfunction #7). Pt infused 6x/week so pt skipped therapy and resumed next day after pump was exchanged.